Manufacturer narrative:
(B)(4). The insulin pump was received with partially broken reservoir tube lip, missing retainer and missing reservoir tube o-ring. A test reservoir was installed and did not lock in place due to missing retainer. Unable to perform the displacement test due to broken reservoir tube lip and missing retainer.

Event description:
Customer reported via phone call that the insulin pump had massive crack down the side of battery compartment. The customer blood glucose level was 207 mg/dl. The customer was assisted with troubleshooting. Customer mentioned when waking up had blood at sensor site and was pulled out. Customer states the site was not actively bleeding. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be returned for analysis.